Event description:
It was reported the physician found the spring wire guide removal difficult during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned one guide wire in its advancer and an introducer needle for analysis. The components were returned with the guide wire partially advanced through the needle. Signs-of-use were observed on the needle hub. Visual analysis revealed that the guide wire was advanced through the introducer needle. There were five kinks on the guide wire. One of the kinks was at the distal needle tip where the guide wire was protruding. Both welds appeared full and spherical as well as intact. After removal of the guide wire from the introducer needle, the kinks in the guide wire measured 368mm, 388mm, 492mm, and 504mm via calibrated ruler from the proximal tip. The initial kink that was observed at the distal tip of the guide wire was no longer present due to the damage; however, the core wire did not appear misshapen. The overall length of the core wire measured 600mm via calibrated ruler which was within the specification of 596mm-604mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.851mm which was within the specification of 0.838mm-0.877mm per guide wire product drawing. The outer diameter of the needle cannula measured 0.05005" which was within the specifications of 0.0495"-0.0505" per the needle cannula product drawing. The inner diameter of the needle cannula measured 0.041" which was within the specifications of 0.041"-0.043" per the needle cannula product drawing. All these measurements were done via calibrated micrometer. Functional testing was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." While performing functional testing, undue force was used to remove the guide wire from the introducer needle. The wire became unraveled, and the distal core wire detached from the distal weld. A laboratory inventory spring wire guide was advanced through the returned introducer needle and was able to pass through with little to no resistance. Prior to removal of the guide wire from the introducer needle, a manual tug test confirmed that both welds were intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician found the spring wire guide removal difficult during use on the patient. The patient's condition is reported as fine.